Event description:
During evaluation the force sensor assembly was found to be damaged, the force sensor was found to be out of calibration and the force sensor pins were found to be partially dislodged.

Manufacturer narrative:
The pump was returned to animas for evaluation.